Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(6), serial:(B)(6), batch:6958784

Event description:
Additional information received indicates that the x-ray confirmed that the patient's left lead is fractured. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads is fractured.

Event description:
It was reported that the patient experienced ineffective/no therapy from the left lead. Diagnostics revaluated high/low impedances. X-rays showed no anomaly. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.